Event description:
Per the clinic, the patient experienced poor sound quality and subsequent loss of connection to the internal device. Hardware exchange attempts were made, however, the issue did not resolve. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.